Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed resulting in the patient receiving one inappropriate shock. An x-ray was performed and technical services discussed possible causes and provided troubleshooting/programming options. The patient will be coming into the office for an evaluation. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was being oversensed resulting in the patient receiving one inappropriate shock. An x-ray was performed and technical services discussed possible causes and provided troubleshooting/programming options. The patient will be coming into the office for an evaluation. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this electrode was explanted and replaced. No additional adverse patient effects were reported.